Manufacturer narrative:
Product: d154awg implantable cardioverter defibrillator (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the physician elected to reconnect the pace/sense portion of the old right ventricular (rv) lead. The lead has low pacing impedance. No patient complications have been reported as a result of this event.